Manufacturer narrative:
The company has requested the caddy be returned for testing and investigation. If the unit is returned for inspection or we gain any add'l insight on this incident, a f/u report will be submitted.

Event description:
The company was informed of a potential incident on (B)(6) 2015. The alleged incident was described as "the pt suffered severe burns whilst handling the product". There was a liberator 45 unit at the site but it is unk whether the unit was directly involved in the incident. The date of the incident is unk.